Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism found no damages or defects that could contribute to an early deployment of the cannula assembly. The downloaded data shows that the device completed first and second priming sequences before being deactivated. The needle mechanism was reset to the loaded position. Manual rotation of the ratchet gear successfully deployed the needle as intended. Although no problems were found, it could not be determined when the device deployed.